Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip and the customer's husband glued it back. The unit also had a cracked case at the display window corner.

Event description:
The customer called to report that the reservoir tube lip fell off while getting dressed. The customer's blood glucose reading was unknown. The customer stated that her husband glued the broken part back together. The customer was advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced, and to return her device back for analysis.